Event description:
Patient presented back to the physician with ear pain and headaches. Physician suspects that the stimulation lead may be contributing to the ear pain and headaches. Physician brought the patient into the or, opened the chest incision site, and re-sutured the ipg. Physician examined the cuff and anchor positions, repositioned the stimulation lead anchor, and closed.

Event description:
The provider reported the patient has an infection at the neck incision site. The patient was prescribed oral antibiotics and the patient was advised to follow up in 30 days.